Event description:
It was reported that a balloon issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 4.0mm x 10mm wolverine coronary cutting balloon monorail was selected for use, during insertion, the balloon burst before inflation. The balloon was never inflated. The device was successfully removed from the patient with no fragments left behind. The procedure was completed using another wolverine. There were no patient complications; the patient was stable post procedure and fully recovered.